Event description:
It was reported that the procedure was to treat a left anterior descending artery. The balance middleweight (bmw) guide wire (gw) was removed from the anatomy to be re-shaped, and once completely removed and re-shaping was being performed, the tip broke off. There was no reported resistance during advancement or removal of the gw. Another bmw gw was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported guide wire tip separation appears to be related to case circumstances of the procedure. In this case, it is likely that during the procedure, the tip became damaged. During reshaping of the tip, it is likely that manipulation and/or inadvertent mishandling ultimately resulted in the tip separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.